Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, and occlusion test. No moisture damage on electronics assembly noted. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not know how to clear the alarm. Customer's blood glucose level was 248 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.